Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose level. The cause was unknown, and a specific bg value was not provided. A bolus was delivered to address bg level.